Manufacturer narrative:
UDI # (B)(4). In this case, minimal information regarding this event was received and attempts to obtain additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been made. The root cause of this event cannot be determined with the available information. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that an edwards annuloplasty ring of unknown model and size was initially implanted unsuccessfully. The ring was explanted and the surgeon decided to implant a 25 mm 7300 tx mitral pericardial valve; however, the valve did not seat well and the leaflets were not moving. Ultimately, the surgeon decided to perform a valve-in-valve procedure implanting a 26 mm 9750 tfx transcatheter valve inside the 25 mm mitral valve. The patient was noted to be doing well.

Manufacturer narrative:
Reference CAPA: 20-00141.

Event description:
It was reported that a 30mm 4600 annuloplasty ring was initially implanted in the mitral position unsuccessfully due to seating issues and dehiscence as a result from the patient's thin friable tissue. The ring was explanted at implant and was replaced with a 27mm 7300tfx mitral valve. However, the 27mm valve was also explanted at implant due to the same reasons. The surgeon decided to implant a 25mm 7300tx mitral pericardial valve; however, the valve did not seat well and the valve pulled through the frail tissue on one side. Ultimately, the surgeon decided to perform a valve-in-valve procedure implanting a 26mm 9750tfx transcatheter valve inside the 25mm mitral valve. Per the medical records, CABG x2 was performed. Then, a 30mm 4600 annuloplasty ring was implanted in the mitral position with excellent result. A tv repair was also performed with a 30mm 4600 ring with excellent result. On intraoperative tee, the mitral and tricuspid valve repairs were evaluated and appeared good. However, a sudden rise in the patient's pulmonary pressures were observed and the repair was evaluated again on tee. It was observed that the mitral valve repair was not holding through the patient's tissue while the ventricle was beating and pressurized. The decision was made to perform a mitral valve replacement. The mitral valve was repair was evaluated and appeared to have pulled through. The tissue appeared thin and frail. The mitral valve was sized and deemed to fit a 27mm 7300tfx mitral bioprosthetic valve. The valve was seated and secured in place. The valve was evaluated and also appeared to have pulled through the tissue. The decision was made to use a smaller valve to avoid any tension. Therefore, the 27mm valve was removed and a 25mm 7300tfx mitral valve was implanted in replacement. The valve was evaluated and this also appeared to have pulled through the frail tissue on one side on the inside. Therefore, the decision was made to implant a 26mm 9750tfx transcatheter valve within the 25mm mitral valve to lock the valve and annulus in place. Intraoperative tee confirmed excellent functioning bioprosthetic mitral valve and tricuspid valve repair. Protamine was administered and hemostasis was achieved. The patient tolerated the procedure well and was taken to the CT ICU in critical condition. The patient developed cardiogenic shock postoperatively for which iabp was placed and patient was started on pressors and inotropes. The patient continued to remain hemodynamically unstable. The patient then had v-a ECMO placed and she stabilized. On pod #1, the patient remained in cardiogenic shock on ECMO and iabp. The patient developed renal failure and had multiple episodes of tachybrady syndrome. The patient's multi-system organ failure progressed. Head CT revealed diffuse anoxic brain injury and the decision was made to withdraw care. The patient ultimately expired on pod #4.

Manufacturer narrative:
Device code 3191 = valve dehiscence valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. In rare occasions, during the initial implant procedure, a suture or sutures may tear through the annulus requiring valve exchange or repair with standard surgical techniques and does not lead to serious injury or death. The root cause of this event cannot be conclusively determined with the available information. However, it was noted that the patient had thin friable tissue. There is no information suggesting there was any malfunction or deficiency of the edwards valve. However, this event was likely due to patient and/or procedural related factors. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.